Event description:
Upon fully seating the broach, th broach handle was tapped so as to remove it. The broach came out only to notice that it had broken off about half way down the remaining piece still in the femur. To get out initially, surgeon tried to drill a hole in the piece used then screw on "easy out" in to no avail. It was then to pound it out retrograde through an incision in the knee. The 5/16 triathalon femoral drill was used to gain entry to the canal, then the triathalon im rod was inserted and hit to dislodge the piece which was then grabbed and removed.